Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector during user handling of the device. It caused an abnormality in electronic components, causing the suggested event. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the evaluation revealed the following findings: light cover glasses was chipped; light cover glasses adhesive was worn; optical cover glass was chipped; optical cover glass adhesive was worn; distal end cap had burn marks evident; distal end adhesive was worn; control body - aspiration housing colored ring was worn; control body - air/water housing was worn; scope-connector - water leakage test failed and had water ingress; up angle did not meet the standard value; down/left/right angle did not meet the standard value; electrical safety test did not meet the standard value; and variable stiffness was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A customer reported to olympus, the evis lucera elite colonovideoscope displayed an e315 (unsupported scope) error during maintenance. There were no reports of patient harm or impact associated with this event.